Event description:
Voluntary medwatch report received reported that the right ventricular lead exhibited a sensing issue. Fracture was suspected. No patient symptoms or additional information was reported.